Event description:
An aneurx stent graft system was successfully implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the left iliac artery was already occluded pre-operatively; otherwise, the vessel morphology had unremarkable calcification and tortuosity. An aneurx bifurcated stent graft was placed up the right side. During the case, no wire could be inserted via the occluded left side. This left iliac occlusion was not known prior to the procedure. It was then decided to place a 28 mm talent converter via the right side and perform a fem-fem bypass, which was completed without issues. It was recently reported that six days post index procedure the patient expired, due to unknown causes.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (death); patient's condition affected effectiveness of device (pre-existing condition; pre-occluded left iliac); evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition; pre-occluded left iliac).